Manufacturer narrative:
The foreign material was not returned to solventum for identification; therefore, solventum is unable to confirm its identity. The dressing was reportedly left in the wound for over the manufacturer's recommendations; therefore, this event is being reported due to potential use error. Device labeling, available in print, states: warnings: dressing removal: the dressing components are not bioabsorbable. Always remove all dressing components from the abdomen at every dressing change. Dressing removal: remove and discard previous dressings per institution protocol. Completely inspect wound, including paracolic gutters, to ensure all dressing components have been removed. If intra-abdominal packing is present, packing material may be drier than anticipated. Evaluate packing material prior to removal and rehydrate if necessary to prevent adherence or damage to adjacent structures. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 15-jan-2026, the following information was provided to solventum by the FDA via medsun report: (B)(4): the patient was brought to the operating room for irrigation and drainage of an infected seroma, wound debridement, and v.a.c.® therapy placement. As the seroma was drained and debrided, a retained foreign body alleged to be the abthera¿ sensat.r.a.c¿ open abdomen dressing was identified. The foreign body was removed, and it was sent to the lab. The wound was then further debrided and irrigated, followed by placement of a wound vac. On 22-jan-2026, the following information was provided by the healthcare professional: the abthera¿ sensat.r.a.c¿ open abdomen dressing placed during a on (B)(6) 2025 procedure was later discovered and removed during surgery on (B)(6) 2025. The specimen was reviewed with the surgeon, a wound care nurse, and a local product representative, and it was allegedly identified as abthera¿ advanced perforated foam from the abthera¿ sensat.r.a.c¿ open abdomen dressing kit. The surgeon who performed the initial procedure also confirmed using this foam. Prior to the on (B)(6) 2025 surgery, the patient underwent multiple procedures for an infected, non-healing wound, and a new fluid pocket was noted in the outpatient setting. The wound conditions were believed to be related to the retained foreign material. The wound has since improved with ongoing v.a.c.® therapy. The patient returned home and is recovering well. On 04-feb-2026, the following information was provided by the healthcare professional: it was confirmed that the foreign material alleged to be the abthera¿ sensat.r.a.c¿ open abdomen dressing is not available for return. The abthera¿ sensat.r.a.c¿ open abdomen dressing lot number was not provided, and the product was not returned; therefore, a device history record review and device evaluation could not be performed.